Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, the reported force applied during retraction of the device likely contributed the shaft separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery. The 5.0 x 15 mm trek balloon catheter was prepared per the instructions for use (IFU) and advanced without resistance. The balloon was inflated for pre-dilatation; however, the balloon could not be deflated. After several deflation attempts using negative pressure, the trek balloon remained partially inflated. The trek was retracted with force into the guiding catheter, but the hypotube separated in two pieces. The partially deflated balloon remained in the superficial femoral artery and a piece of the hypotube was in the guiding catheter. A snare was used to attempt to remove the balloon from the artery, but was not successful. Then, an attempt was made to puncture the balloon with a progress guide wire, but this was unsuccessful. An 8f introducer sheath was then used, and the trek balloon was able to be retrieved from the anatomy. A stent was implanted with a good procedure outcome. The physician commented that he does not remember the exact times of inflation; however, the balloon was inflated several times in a controlled way, always below the rated burst pressure. No additional information was provided.